Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 799.3 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was in the ER (emergency room) due to low and empty pump alarms. The empty pump alarm occurred on (B)(6) 2021. Per the reporter, the patient did not currently have a pump managing physician. The patient was experiencing withdrawal. Additional information was received on (B)(6) 2021 at which time it was reported that they were going to fill the pump today. Additional information was received on 31-dec-2021 at which time it was reported that a pocket fill occurred during the refill on (B)(6) 2021. The hcp thought they were in the pump, but the medication was injected subcutaneously. Per the reporter, they got most of the medication out, but the patient was kept in the hospital overnight. It was noted that the patient was admitted to the hospital before and during the refill procedure. The patient had been in the hospital because the pump had gone empty. Per the reporter, they were going to fill the pump on monday ((B)(6) 2022).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient¿s weight was unknown, but stated ¿probably 200 lbs.¿ the patient was doing well.